Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and the analysis revealed a sudden drop in voltage and a high current condition. The cause of the voltage variations is due to integrated circuit lock-up. Concomitant product: 5086mri implantable pacing lead, implanted (B)(6) 2012. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was at elective replacement indicator (eri) and there was possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Save to disk clinical data review was determined to be not required because physical analysis was completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.